Event description:
A discordant high positive immulite 2500 that troponin assay result was obtained on a pt sample. The initial result was high positive. Sample was repeated and resulted lower positive result. The sample was repeated on a different immulite instrument which resulted and confirmed as negative. The results were not reported to the physician. No indication of pt treatment administered. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site and performed system maintenance. Analysis of instrument and instrument data did not indicate system error and suspected that fibrin in sample may have caused the discrepant result. No further eval of the device is required. The instrument is performing within specifications.